Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: when the equipment department arranged for measurement testing of the entire hospital's ventilator, it was found that the tidal volume of the ventilator in the eic department is very poor. No patient involvement.